Event description:
It was reported that there was no alleged product issue. Purulent drainage was encountered in device pocket during a revision surgery. There was puss in the implantable neurostimulator (ins) pocket and it looked red. The patient had an unknown type of infection. A culture was taken at the device pocket. Antibiotic treatment was necessary. The location of the issue or symptom was the device pocket. The patient was asymptomatic and had no idea there was an infection. Actions required as a result of the event included explant. The patient¿s status at the time of report was alive with no injury. The patient recovered without permanent impairment. The patient still had chronic low back pain. Refer to manufacturer report number 3004209178-2015-09261 for information regarding revision surgery.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).